Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 136 mg/dl at 8:08am, 110 mg/dl at 7:54am, 265 mg/dl at 7:51am, and 168 mg/dl at 7:50am. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported that during an attempted novasure endometrial ablation (approx (B)(6) 2010), the physician perforated the uterus while seating the device. The pt had a hysterectomy afterwards. The reason for the hysterectomy is unk. We have been unable to obtain additional information surrounding this event.